Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, dislocation of the valve was noted and a non-medtronic second transcatheter valve was implanted. It was reported that fluoroscopy during the initial implant procedure had shown optimal results. No additional adverse patient effects were reported.